Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the user reported the roller pump start/stop buttons were not functioning as expected. The roller pump was returned for further evaluation. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.